Event description:
It was reported that patients ipg was depleting faster than before. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2023.